Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using night aligners, the patient front teeth, both top and bottom were very loose.also, the lower front had a gap between longer and tooth.clinical support observed visible recession on both the upper and lower arches

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.